Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 419378 implantable pacing lead implanted: (B)(6) 2005; product ID: 694765 implantable tachy lead implanted: (B)(6) 2010; product ID: 459245 implantable pacing lead implanted: (b)6) 2000. (B)(4).

Event description:
It was reported that the device exhibited unexpected longevity and lasted just over 3 years. The device was explanted and replaced. In addition, it was reported that the left ventricular (lv) lead exhibited high threshold. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 91% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.